Manufacturer narrative:
The device was returned and visual inspection revealed damaged housing, screen scratched. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec 1144 which is an issue with the circuit board. Replaced circuit board.

Event description:
It was reported that cadd legacy pump displayed error code during testing. No patient injury.